Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The probable cause of the needle hub cracking could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the needle hub broke after removal of the introducer. No patient injury or complications reported.

Manufacturer narrative:
(B)(4). This product is not sold in the us. However, a similar product is sold in the us.

Event description:
The customer alleges that the needle hub broke after removal of the introducer. No patient injury or complications reported.